Manufacturer narrative:
No sample was returned for evaluation. Analysis of the retain sample from the same master lot as lot 406501 confirmed the product as c3f8 and meets all release criteria.

Event description:
(B)(4) clinical trial study, center number 06, subject ID (B)(6). A healthcare professional reported that a patient experienced mild elevated intraocular pressure in the left eye following phaco+iol implantation+posterior capsule incision + vitrectomy heavy water photopolymerazation gas- liquid exchange injection (c3f8) medication injection surgery. Drug therapy was given, patient recovered.